Manufacturer narrative:
Common device name: flow cytometric reagents and accessories. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that leakage of waste occurred outside of instrument with a bd facscanto¿ ii cytometer ivd 5/3 system. The following information was provided by the initial reporter: user reported fluid leakage from the cytometer. Additionally, on 2020-05-29 the bd sales consultant provided the following additional information: was the leak contained within the instrument? Yes. Was the leak in a customer accessible location? Yes. What was the fluid that leaked? Unknown what is the source of leak a waste line or non-waste line? Unknown . Was the customer exposed to blood or bodily fluids? Yes. Was there any physical harm to the customer as a result of the leak? No . Was the customer exposed to blood or bodily fluids? Yes . Was there any physical harm to the customer as a result of the leak? No. Additionally, on 2020-06-09 the fse provided the following additional information: it was leakage from instrument. We do not know what it was, facsclean or from waste line. The customer did not have any physical contact (like clothing, skin etc.). Customer used medical gloves to clean the puddle. There was not any impact to patient samples due to leak.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report # 2916837-2020-00025 was sent in error. There was no skin or mucous membrane exposure and the leak was contained within the instrument, therefore, is not considered to be a reportable malfunction.

Event description:
It was reported that leakage of waste occurred outside of instrument with a bd facscanto¿ ii cytometer ivd 5/3 system. The following information was provided by the initial reporter: user reported fluid leakage from the cytometer. Additionally, on 2020-05-29 the bd sales consultant provided the following additional information: was the leak contained within the instrument? Yes. Was the leak in a customer accessible location? Yes. What was the fluid that leaked? Unknown. What is the source of leak -- a waste line or non-waste line? Unknown. Was the customer exposed to blood or bodily fluids? Yes. Was there any physical harm to the customer as a result of the leak? No. Was the customer exposed to blood or bodily fluids? Yes. Was there any physical harm to the customer as a result of the leak? No. Additionally, on 2020-06-09 the fse provided the following additional information: it was leakage from instrument. We do not know what it was, facsclean or from waste line. The customer did not have any physical contact (like clothing, skin etc.). Customer used medical gloves to clean the puddle. There was not any impact to patient samples due to leak.